Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the sphere inflation device leaked during a balloon artery dilatation procedure. It was initially reported that a mixture of blood and contrast began leaking from the "plunger" of the device during inflation of another manufacturer's balloon catheter, but later clarified that "there was no amount of blood loss, just some leaking through the syringe/barrel." Another sphere inflation device was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: type of reportable event. Type of reportable event: not reportable. This incident was previously reported to capture the initially reported failure mode. However, following a cross functional assessment of the risks posed by this failure mode, it was determined that the risk to the patient is not substantial enough to warrant reporting under 21 cfr part 803 reporting regulations. As such, this incident has been reassessed and is no longer reportable. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.